Event description:
Reportable based on the additional information received on (B)(6) 2012. It was reported that during prep for a rotational atherectomy treatment procedure, the guide wire was kinked. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to left anterior descending artery. While preparing the 325cm rotawire floppy guide wire, it was noted that the device was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is listed as good. However, additional information received revealed that there was a wire fracture approximately 13cm from the distal tip.

Event description:
Reportable based on the additional information received on (B)(6) 2012. It was reported that during prep for a rotational atherectomy treatment procedure, the guide wire was kinked. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to left anterior descending artery. While preparing the 325cm rotawire floppy guide wire, it was noted that the device was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is listed as good. However, additional information received revealed that there was a wire fracture approximately 13cm from the distal tip.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile inspection of the returned device reveal kinks along the body, distal side separated from body and distal tip damaged. The fracture was approximately 13cm from the distal end. (B)(4) lab analysis of the fracture piece revealed, the failure occurred due to a mechanical cut with a bending moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).